Event description:
It was reported that the lens became white (milky) in the patient's right eye approximately one day post implant. At 5 days post-op, the cloudiness appeared to be gone and the central optical zone of the lens was clear and fully transparent. There appeared to be some residual cloudiness in the very periphery of the optical zone (circularly). The patient was scheduled for follow up and prognosis was reported as "satisfied and happy", no intervention is needed. It is to be noted that prior to implantation, the lens appeared to be dry (no saline in the vial), harder to fold than usual, otherwise clear. Despite this, the surgeon implanted the lens due to lack of a backup lens. No additional information was provided.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.